Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(6). Exemption number: e2014031. The pod was received with the soft cannula not fully deployed, with the formed needle visible through the exposed portion of the soft cannula and the pink slide was only half-way in the viewing window. The linkage assembly was noted not to be fully deployed. Once the adhesive was removed, the linkage assembly fully deployed and retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly deploying and retracting the formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400 , 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract back into the pod. The pod was not worn.